Event description:
It was reported that during a gastric bypass, stapler did not fire on first try. Retried, took battery out and put it back, but no result. The surgery was prolonged by 5 minutes. No patient consequences were reported. New device was opened and procedure continued.

Manufacturer narrative:
(B)(4). Date sent: 7/16/2024. D4: batch # 479c11. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. B3: exact event date unk, entered 1/1/2023 as only the year was provided. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review: a manufacturing record evaluation was performed for the finished device batch number 479c11, and no non-conformances were identified.